Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 4, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at four days (pod4) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of "the patient developed a urinary tract infection." Imdrf patient code e1309 captures the reportable event of "the patient experienced urinary retention." Imdrf patient code e2330 captures the reportable event of "the patient had flank pain." Imdrf patient code e1301 captures the reportable event of "the patient experienced dysuria." Imdrf impact code f2303 captures the reportable event of "the patient was treated with pyridium" and "the patient was prescribed keflex."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Three days post-procedure, the patient experienced urinary retention, which was managed with foley catheter insertion. This led to hematuria and flank pain, likely due to bladder spasms, and was treated with pyridium. Seven days post-procedure, the patient developed a urinary tract infection, presenting with dysuria but without fever, chills, nausea, or vomiting. The patient was prescribed keflex. Per physician's assessment, the events of urinary retention and urinary tract infection were not serious, were not related to the device, and possibly related to the procedure. The event of hematuria was not serious, was not related to the device, and probably related to the procedure.